Event description:
The customer reported hospitalized due to low and high blood glucose. Customer was hospitalized due to low blood glucose. Customer stated she gave too much insulin that caused the low blood glucose. Customer's blood glucose was 67 mg/dl. Customer reported she had emergency room visit for high blood glucose. Customer's blood glucose was 600 mg/dl. Customer stated not using the insulin pump and has been using u500 and had hard time regulating her blood glucose. She had low blood glucose event and was afraid to give too much insulin. Customer was treated with insulin and had saline and pills for diarrhea. Customer has not been wearing the insulin pump for 6 weeks. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).